Event description:
New information received noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to incorrect interpretation of atrial fibrillation (af) as ventricular fibrillation (vf). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No changes or intervention was reported. The patient condition was unknown.